Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited inadequate capture thresholds and helix extension failure. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event was due to the helix being clogged with blood/tissue. Electrical examination did not find any anomalies.